Manufacturer narrative:
Product analysis the device returned with the external slider in the home position and the backend wheel slightly advanced. A break was visible at the end of the backend wheel screw gear. The screw gear was jagged and uneven at the break site. The backend hypotube underneath did not appear to be kinked at the site. There was no further damage to the device. The device was loaded into the product trat; there was no damage visible to the tray in the area of the break. The reported deformation in-vitro was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: a series of five (5) images were received. One (1) of the images captured the product shelf carton label confirming the customer facing number (cfn) and serial number as reported. Four (4) of the images captured a break to the backend wheel screw gear. The reported deformation was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A endurant ii stent graft (etbf3216c166ee) was intended to be implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure, while preparing the device, the physician loaded etbf3216c166ee onto a non mdt (workhouse) guide wire but found that the delivery system was physically damaged before insertion into the patient. The damage was noted just after loading the non mdt guidewire but there was no difficulty loading the guidewire. No force as applied when loading the guidewire. The back-end wheel was not rotated. The damage was confirmed to be located at the junction of the very proximal end of the screw gear for the back-end wheel. It was confirmed there was no damage to the box or packaging of the endurant stent graft. The box was sealed when taken off the shelf and was intact. An alternative endurant ii stent graft (B)(6) of the same cfn was implanted successfully. Per the physician the cause of the damaged stent graft is undetermined. No additional clinical sequelae were provided, and the patient is fine.